Manufacturer narrative:
No unexpected motor error alarms noted. Insulin pump passed displacement test and rewind test. Compromised force sensor alarmed during basic occlusion test due to loose flush drive support disk noted. Motor was tested outside of the unit and passed. Insulin pump had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and broken belt clip slot.

Event description:
It was reported that customer received a motor error alarm. Insulin pump will be replaced.